Event description:
After aaa repair surgery in 2007, final angiogram after placement of devices verified an unk type of endoleak. The endoleak did not disappear with add'l ballooning with the molding balloon. The physician elected to observe the leak to see if it resolves over time. The physician felt that it could be a type iii endoleak with the pt's anatomy possibly contributing to the development of the leak. Pt had had myocardial infarction.

Manufacturer narrative:
Evaluation: no product was returned to assist in this investigation. An internal clinical review indicated that the event was caused by adverse pt anatomy.